Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 of the bd allergy syringe tray with bd safetyglide¿ needle experienced mixed product type in a pack. Customer called and stated that 6 trays have insulin syringes instead of allergy syringes.

Manufacturer narrative:
Investigation summary: the customer provided one photo with the complaint of mixed syringes received and broken syringe barrel. The photo clearly presents the failures and the complaints have been verified. Without a physical sample for investigation, the root cause of this failure remains unknown. Possible root causes involve operator error at time of packaging and assembly. A review of the device history record was completed for batch# 2221315. All inspections were performed per the applicable operations qc specifications.

Event description:
Photos received.